Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that post implant, the lead dislodged and was repositioned without any issue. It was also reported the patient&#38112;right ventricular (rv) lead had not dislodged but appeared to not have enough slack given. The surgeon did not reposition the lead but inserted a stylet to allow for more slack on the lead. Both leads remain in use. No patient complications have been reported as a result of this event.